Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.

Event description:
The customer reports: the catheter body leaked during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the catheter body leaked during use.

Manufacturer narrative:
Qn# (B)(4). The customer returned one, two-lumen PICC catheter and a lidstock for analysis. A portion of the catheter body was severed below the 30cm mark. This severed portion was not returned by the customer. After failing functional testing, a leak was discovered on the juncture hub. Microscopic examination revealed a hole located directly on the molding seam. The observed defect appears consistent with damage due to molding during the manufacturing process. The catheter was leak tested by occluding the distal end and injecting water through the extension lines using a 10ml hand syringe. When the proximal extension line was pressurized, water was observed leaking from a hole in the juncture hub. A device history record review was performed, and no relevant findings were identified. The customer report of a leak at the catheter juncture hub was confirmed through complaint investigation of the returned sample. Visual and functional analysis revealed a small leak on the juncture hub when the proximal extension line was pressurized with water. Microscopic examination of the location revealed a small hole located at the base of the molding seam distal on the side of the juncture hub. Based on the sample returned and manufacturing feedback, the probable root cause of this issue is manufacturing-molding related. A non-conformance request was initiated to further investigate this complaint issue.

Event description:
The customer reports: the catheter body leaked during use.